Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an error message that instructed the user to shut the system down. The system was rebooted and the same error message returned. There is no report of death or serious injury.